Event description:
The patient reported that their implant surgery ¿didn¿t go well¿ and the patient had a spinal headache and was in the hospital for a week following implant. Per the patient their system was operating fine now and the headache was gone. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8780,serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).